Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had keypad anomaly. The customer stated that the pump was exposed to a splash of water and the buttons aren't working. She removed the battery and reinstalled it but the pump gave her a unexpected restart alarm as well. The customer's blood glucose at the time of incident was 122 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed unexpected restart error test. No alarms noted. The insulin pump had an intermittent button response noted due to corroded keypad traces. No moisture damage on motor assembly or electronic assembly noted during visual inspection. The insulin pump was received with minor scratched lcd window and broken reservoir tube lip.